Event description:
Boston scientific crm received information from a product experience reporting (per) form indicating this patient has filed litigation against our company. The per form indicates this patient was implanted with a single chamber pacemaker nine years ago and now requires a dual chamber pacemaker. Approximately one year ago the patient was scheduled to have a boston scientific crm dual chamber pacemaker implanted, however the technician only had a single chamber pacemaker so that device was implanted. Following the implant procedure, the patient felt symptoms described as fatigue, walking difficulties and skin discoloration. The patient was checked by a two clinicians who informed her everything was fine. The patient then visited a new physician who informed her that there was an unspecified anomaly with her right ventricular lead and also noted she would require a dual chamber pacemaker. That same physician explanted her pacemaker and lead, and replaced it with a dual chamber pacemaker and two new leads. Following this procedure, the patient felt better.

Manufacturer narrative:
As of this report the lead has not been returned. Should this lead get returned, it would be analyzed.